Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "pump does not charge."

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): pump does not charge. "Patient involvement: yes. Human harm: no. Delay in therapy: yes. Medical intervention needed: no."